Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high pacing impedance due to lead fracture on the left ventricular lead. Programming changes were performed. The patient condition was stable.